Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Counterfeit top case, cracked right plunger case(on the side) and left plunger case(screw boss). Error history log review found a force sensor test error. The root cause of the reported issue was found to be the main board did not operate as intended as a result of normal wear. The pump was over 9 years old. Actions were taken to mitigate the reported issue: replaced the main board. Performed power up process and all functional tests which passed.

Event description:
It was reported that the pump had a force sensor issue. No patient injury was reported.